Manufacturer narrative:
After reviewing the manufacturing documents, the lot wcs07490 was manufactured, inspected, and released to all required specifications. And this lot was not involved in any other complaint or event. Visual inspection of the returned unit found some discrepancies. The customer only returned the pusher, but the detached coil, the bend indicators and ancillary devices were not returned for investigation. The pusher has kinks at different positions, and it broke at 169.8cm from distal, indicating that the pusher was bent additionally. The hypotube is stretched and the release wire was still in the original place showing the abnormal coil detach occur. During the functional test we proceeded to pull the release wire out of the pusher, and we were successful. There was no excessive resistance or anything that could lead to the reported failure. Based on our investigation and functional test successful about the pull wire can be pulled back without issue, the description" separation failure" can't be confirmed in our lab, since no other information like imaging, the root cause can't be determined.

Event description:
Left side access to treat acom aneurysm, treated with vantage flow diverter and jailed microcatheter to concomitantly coil aneurysm. Set up bmx 96, esperance 6fr 115, phenom 21 for flow diverter, pnovus 17 jailed in aneurysm. Upon successful deployment of vantage flow diverter from a2 to a1, coils were successfully deployed into acom aneurysm starting with a 14 mm coil, on the fifth coil sized avenir 8 x 30 soft, during detachment increased friction was felt and pull wire snapped. After four attempts of breaking hypo-tube and pulling the inner pull-wire each time snapping. The coil was attempted to be retrieved and stretched. Stretched coil fragment was seen from acom aneurysm to cavernous segment in the left ica. 3 additional hours were added to procedure trying to retrieve stretched coil using goose neck snares, a small m3/m4 clot was required to treat w tnk to partially dissolve distal clot.

Manufacturer narrative:
Since the device remains under investigation and certain information was unavailable for the initial report, a follow-up report will be submitted as appropriate.

Event description:
Left side access to treat acom aneurysm, treated with vantage flow diverter and jailed microcatheter to concomitantly coil aneurysm. Set up bmx 96, esperance 6fr 115, phenom 21 for flow diverter, pnovus 17 jailed in aneurysm. Upon successful deployment of vantage flow diverter from a2 to a1, coils were successfully deployed into acom aneurysm starting with a 14 mm coil, on the fifth coil sized avenir 8 x 30 soft, during detachment increased friction was felt and pull wire snapped. After four attempts of breaking hypo-tube and pulling the inner pull-wire each time snapping. The coil was attempted to be retrieved and stretched. Stretched coil fragment was seen from acom aneurysm to cavernous segment in the left ica. 3 additional hours were added to procedure trying to retrieve stretched coil using goose neck snares, a small m3/m4 clot was required to treat w tnk to partially dissolve distal clot.